Manufacturer narrative:
Gas loss message has happened twice a day, esp personnel explained the alarm and potential reasons and offered troubleshooting tips if it continues. They will address the balloon location with the physicians, but feels that with the patients stability and will likely leave it as it is.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had gas loss alarm occurred. There was no harm or injury reported.